Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01336, 3005168196-2015-01337. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician had difficulty detaching two of the nine smart coils used. The handle became stuck on the back end of the pusher assemblies of these two smart coils and would not release. However, the two smart coils eventually detached and the procedure was completed. There was no report of an adverse effect to the patient.